Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customers blood glucose level was 265 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with performing the high pressure test and test confirmed. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.